Event description:
Additional information was received indicating that the ICD emitted beeping tones. Upon interrogation, high out-of-range shock impedance measurements were observed. All other measurements were within range. Further, it was noted that shock impedances have been increasing since almost a year ago. A new rv lead was implanted with normal measurements. The old rv was capped and surgically abandoned while the ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that increased shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and a competitor's right ventricular (rv) lead. There was also a slight increase in pacing impedances; however, these were still within range. Boston scientific technical services (ts) advised additional investigation to evaluate lead integrity. The boston scientific company representative tried to obtain more information but the facility did not provide any feedback, most probably since the lead was a competitor's product. No adverse patient effects were reported. The device and lead remain in service.